Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that an occlusion alarm was triggered and a portion of the display appeared black. Visual and functional testing was performed. For the occlusion in the device, the root cause of the event was unable to be identified because the test results (the measured values) lied within the product specifications, and no repair was provided to it. A "high pressure" alarm was recorded in the event log multiple times. Review of service history found no service within the last 12 months. Device passed all testing criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an occlusion alarm was triggered and a portion of the display appeared black. The event occurred during patient use at patient¿s home. There was no patient harm or adverse event reported.